Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, at the first firing, after pressing the green button, when the articulation button was pressed, the device fired on its own. After that, the sales representative went to check the reported device immediately, but no similar malfunction was noted. The procedure was completed with another device. There was no patient injury.